Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 37642, (B)(6); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's programmer will not power on. Patient states she just went in for a stress test and they were unable to do the test because patient could not turn implanted neurostimulator off. Patient tried replacing the batteries, but the issue was not resolved. Patient services emailed repair to replace the programmer. No symptoms were reported.

Manufacturer narrative:
Analysis of the (B)(6) patient programmer (serial number (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.